Event description:
It was reported patient underwent a knee arthroplasty on (B)(6) 2013. During the procedure, two pieces fractured off the impactor while impacting the femoral component. As a result, one piece was located near the surgical site and one piece was not found.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found that the age of the impactor head and its high usage frequency largely contributed to the impactor head fracturing. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.